Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump became unresponsive after he had fell into a river while wearing the pump. The patient's blood glucose at the time of incident was 72 mg/dl. Troubleshooting was initiated for the pump exposure to fluid. The customer was in the river for about 15 minutes. There was also fluid under the lcd display. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with moisture damage on the electronic assembly and on the motor also, had no button response due to corroded keypad traces. Unable to perform the functional testing, including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to no button response. The insulin pump has minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.